Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The common law spouse of the customer reported that the customer has passed away. The cause of death was cardiac arrest. The customer had diabetic neuropathy on his legs and had a kidney transplant. The caller stated that the customer passed away when he was playing pool, and right before he started playing, his blood glucose was 65 mg/dl and he was about to eat. The customer's blood glucose at the time of death was unknown. The customer was wearing the insulin pump at the time of death. The customer was not using sensors and was not wearing one at the time of death. The caller agreed to return the insulin pump for analysis. No further information is available at this time.

Event description:
It was reported by the nurse that the customer had an episode; customer was hospitalized and passed away in the hospital the same day. The customer had high blood pressure. The blood glucose was 65mg/dl. Nothing further reported.

Manufacturer narrative:
The date of death provided with the initial report was incorrect. The correct date of death has been provided in this report. Additional information has been provided in this report.